Event description:
The customer reported that after turning the defibrillator on, a message appeared informing about the damage to the power dial. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.